Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from france, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the turbo-tandem device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 24apr2024) ¿ducase e et al_2024_outcomes and comparative analysis of the initial result of standard balloon angioplasty versus drug-coated ballons alone versus in association with laser-excimer atherectomy in the treatment of femoropopliteal artery in-stent restenosis (intact).¿. The article retrospectively reviewed a study/randomized controlled trial aimed to compare drug-coated balloons (dcbs) used alone or in association with excimer laser atherectomy (ela) to simple percutaneous transluminal angioplasty (pta) in the treatment of femoropopliteal- in-stent restenosis (isr). A total of 134 patients across 14 french center from december 2015 to november 2019 were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite and turbo-tandem laser atherectomy catheters, bd bard lutonix, medtronic inpact, and philips stellarex drug-coated balloons (dcbs), or percutaneous transluminal angioplasty (pta). Patients underwent clinical follow-up at discharge and clinical follow-up with duplex ultrasound (dus) at 1, 6, 12, and 18 months. Deaths occurred in 11 patients (due to septic shock, pneumonia, cancer, slip syndrome, myocardial infarction, pneumonia, or stroke, MDR #3007284006-2026-00071, MDR #3016257349-2026-00006). Additionally post-procedure complications included 6 amputations (65-year-old (MDR #3007284006-2026-00068) and 76-year-old male (MDR #3007284006-2026-00069) due to restenosis after use of the turbo-elite), 31 occlusions, 25 patients required additional stenting, and 8 required bypass procedure (MDR #3007284006-2026-00072, MDR #3007284006-2026-00073, MDR #3016257349-2026-00007). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for most of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 24apr2024 has been used, the date of publication. Article citation: ducase e et al_2024_outcomes and comparative analysis of the initial result of standard balloon angioplasty versus drug-coated ballons alone versus in association with laser-excimer atherectomy in the treatment of femoropopliteal artery in-stent restenosis (intact). Journal of endovascular therapy 1¿15. J endovasc ther 2026 feb;33(1):244-258. Epub 2024 apr 24. Article link: doi: 10.1177/15266028241248333https://doi.org/10.1177/1526602824124833. This report captures the 11 deaths that occurred post-procedure. There was no alleged malfunction of any spectranetics/philips devices in use during the procedure.